Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a false low impedance warning was noted on the implantable pulse generator (ipg).  The ipg remains in use. No p atient complications have been reported as a result of this event.